Event description:
A valiant stent graft system was implanted emergently in a patient for the endovascular treatment of a descending thoracic aortic aneurysm under physician sponsored ide # (B)(4). It was reported that approximately three months post implant the patient developed chest pain and underwent a CT exam which showed a tear of the intimal flap at the distal end of the previously deployed thoracic device producing a limited dissection of the thoracic aorta that continued to the level of the celiac artery. The patient underwent a second procedure seven days later where one valiant captivia device was deployed. Completion intravascular ultrasound angiographic examination demonstrated near complete elimination of the new dissection. The patient was discharged home, stable, on post-op day 3. A CT scan five weeks after the procedure did not show any endoleak. No additional clinical sequelae were reported. The investigator assessed this event as not device and procedure related.

Manufacturer narrative:
(B)(4). Results: arterial trauma/dissection/perforation. Conclusions: arterial trauma/dissection/perforation.